Event description:
Customer alleged blood glucose results of 26 mg/dl, 144 mg/dl, and 70 mg/dl when testing was performed back-to-back on the advantage system. Customer reported symptoms of low blood glucose and self-treated with food, after which he felt better. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.